Manufacturer narrative:
Medtronic investigation of returned suspect perc ref cross pin frame finds that as reported, the spring tension in the frame has lessened somewhat over time but is still functional. The frame receives and releases a perc pin without issue. With markers attached and fully seated, the frame returns good geometry and divot error readings and is otherwise fully functional. The reported event was confirmed to be caused by a mechanical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement perc ref cross pin frame shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their perc pin frame was getting loose and not able to position properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.